Manufacturer narrative:
Final analysis found foreign material contamination in the atrial contact spring which prevented the atrial lead from being inserted into the atrial port.

Event description:
It was reported that during implant procedure, the pulse generator atrial port was too small. Silicon oil was used to attempt the insertion of the lead but was unsuccessful. The device was not used and replaced. No patient condition was reported.

Manufacturer narrative:
(B)(4).